Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 468 mg/dl at the time of incident. Customer treated with manual injection. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.